Event description:
The pt experienced increased weakness and urinary incontinence since the previous monday. MRI performed in 2009 confirmed an inflammatory mass in the anterior epidural space at l1. The pump contained morphine 50 mg/ml delivered at 11.988 mg/day. The catheter was explanted and will not be returned for analysis. It was noted that complete surgical results were not yet in but the pt was better; the pt recovered without sequelae.

Manufacturer narrative:
Results: catheter.